Event description:
It was reported that, in the beginning of a navio tka procedure, when the surgeon was putting in his navio bone pins into the tibia, the bone pin driver seemed to be stripped (where the bone pin driver and bone pin meet). It was swapped for its back-up to continue without delays. No other complications were reported.

Manufacturer narrative:
The pin driver part number 110164 used for treatment was returned for evaluation. The exterior shows minor wear (scratched, scuffs, wear marks). The reported problem was visually confirmed. The part is broken at the socket end. A functional evaluation was performed. The evaluation followed pin driver pv. The reported problem was confirmed the insert spun freely due to a broken weld. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure is being conducted to determine if additional actions are required.